Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex e) investigation ¿ evaluation it was reported that a black silicone filiform double pigtail ureteral stent migrated in an unknown patient. A patient, who requires frequent ureteral stent replacements, had a stent placed. Within a couple days, the patient went to the emergency room for unknown symptoms where it was discovered that the stent had migrated. The stent was replaced with another competitor's stent with no additional issues. Exact implant and explant dates are unknown but physician did say the stent was in the patient for a couple of days. Reviews of the instructions for use (IFU) and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. The relevant manufacturing documents were reviewed, and it was concluded that the stent¿s functionality and integrity are adequately inspected during quality control. A device history record (DHR) review was unable to be conducted in response to this incident as the lot number was not known. Cook also reviewed the current product labeling provided with black silicone filiform double pigtail ureteral stents in the us market (t_bsfdp_rev1). The instructions for use (IFU), state the following relevant information: - ¿precautions: - individual variations of interaction between stents and the urinary system are unpredictable. - periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." -" potential adverse events: migration and dislodgement¿ the complaint reported by the customer that a black silicone filiform double pigtail ureteral stent had migrated was confirmed via customer testimony. Cook attempted to learn further details about the incident: however, it was made clear by that the physician had no more information to share. Based on the available information, no product returned, the root cause of the stent migration was unable to be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that a black silicone filiform double pigtail ureteral stent migrated in an unknown patient. A patient, who requires frequent ureteral stent replacements, had a stent placed at oklahoma surgical hospital. Within a couple days, the patient went to the emergency room for unknown symptoms where it was discovered that the stent had migrated. The stent was replaced with another competitor's stent with no additional issues. Exact implant and explant dates are unknown but physician did say the stent was in the patient for a couple of days. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3 - date of event: unspecified date between (B)(6) 2023. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.